Event description:
The affiliate reported a customer with a suspected positive bi. The customer's load was not recalled. Attempted to follow-up regarding potential pt injury related to the items not recalled, but the affiliate stated that the customer did not provide that info.

Manufacturer narrative:
Other, suspected positive bi.